Event description:
Analysis revealed that the guidewire coating was peeling. There were no clinical consequences reported to the patient.

Event description:
Analysis revealed that the guidewire coating was peeling. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the polytetrafluoroethylene (ptfe) coating was peeled off at 36.0cm from its proximal tip. The coating appeared to be scraped off of the guidewire with the torque device collet. The torque device was on the guidewire where the ptfe was scraped off. A bend was found at 32.5cm from the guidewire proximal end. During functional testing, slight friction was encountered as the guidewire was advanced through a demonstration microcatheter, likely due to the bend found. The guidewire dimension and hydrophilic coating were found to be within specifications. Information available indicated that the device was confirmed to be in good condition prior to use; therefore, it cannot be determined when during use the bend occurred. However, the observed peeled/scraped ptfe coating is believed to have occurred from an insecurely tightened torque device. Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instruction not being followed.